Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue was duplicated. The axiem power cable was replaced. The system then passed the system checkout and was found to be fully functional. The axiem power cable was returned to the manufacturer for analysis. Analysis found that issue was confirmed. The cable jacket was separated at the lemo connector exposing the shield wire, but there were no bare conductors. A continuity test revealed an open to pin 2 of the usb cable. Analysis found that the reported event was related to a electrical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while setting up for case, user noticed that the axiem power cable was frayed on the communication connector. There was no patient present.